Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device due to noise over-sensed by the device. The device is programmed in the primary vector. A request was made to have data from this device analyzed. A rhythmcare specialists reviewed device data and provided recommendations for programming options. The device remains implanted. No adverse patient effects were reported.